Manufacturer narrative:
Patient age and patient weight not available from the site. A manufacturer representative went to the site to test the equipment. The reported issue was unable to be replicated. The system passed the system checkout and was found to be fully functional. No parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that while the surgeon was navigating the awl tip tap, the view orientation changed randomly. When the site moved the instrument the image appeared in a completely different trajectory. The surgeon used the passive planar probe to navigate instead. There was a surgical delay of 5 minutes due to this issue, and there was no impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the reported issue has not recurred since the initial occurrences.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient demographics received from site.

Manufacturer narrative:
The software investigation found that they were unable to determine the probable cause without further information since the behavior could not be replicated. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that while the surgeon was navigating the awl tip tap, the view orientation changed randomly. When the site moved the instrument the image appeared in a completely different trajectory. The surgeon used the passive planar probe to navigate instead. There was a surgical delay of 5 minutes due to this issue, and there was no impact on patient outcome. It was noted this issue had occurred previously in case (B)(4). 2018-11-26 interface update (rep); medtronic received information that the issue has not recurred since the initial occurrences.